Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing. The reported event of exposed wires on the system controller was confirmed via evaluation of the returned controller (serial number: (B)(6)). The log file downloaded from the returned controller contained approximately 2 days of data ((B)(6) 2022 per the timestamp). The log file captured intermittent low voltage hazard and power cable disconnect alarms while connected to the mobile power unit (mpu) due to the relative state of charge (rsoc) voltage on both power cables simultaneously dropping to 0 v. The bus voltage on both power cables remained at the appropriate voltage of approximately 14.7 v during the alarms and mpu supplied power to the system. The atypical alarms resolved on their own each time as the voltages returned to their appropriate level. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Visual inspection of the returned system controller revealed exposed wires due to a tear in the black power cable located approximately 7" from the black power cable connector. A tear in the outer jacket of the white power cable was observed approximately 21.25" from the white power cable connector; however, there were no exposed wires at this tear. Kinks in both power cables were also observed. Electrical testing of the underlying wires in both power cables did not reveal any issues. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller functioned as intended during analysis. The outer jacket was removed from the power cables for inspection of the underlying wires. Minor kinks in the wires in the black power cable were observed at the location of the tear in the jacket. No other physical anomalies were observed. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage hazard, low voltage advisory, no external power, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (rev. B) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The onset of the patient's controller issues is reported under MFR #: 2916596-2022-13508. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a continuous low voltage advisory alarm; the system controller power cables had exposed wires. The patient's system controller had previously exposed wires that were covered in rescue tape in (B)(6) 2022 and (B)(6) 2022. The system controller was exchanged which resolved the issue.